Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report of defib failure was observed during review of the device data logs. However, the device was put through extensive testing including power cycled and functional testing without duplicating the report. The customer's report of no ECG signal was not replicated or confirmed. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib function and was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.